Event description:
The ocd field engineer obtained a non-reproducible higher than expected vitros trop I es result while performing a trop I es precision test on the vitros 5600 integrated system. Subsequently, a non-reproducible higher than expected patient vitros trop I es result occurred on the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no indication that the affected patient sample was reported to the clinician as the customer was running the trop I es assay in duplicate when the affected result occurred. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible falsely elevated trop I es results occurred when samples were processed on the vitros 5600 integrated system. The investigation is on-going and has not determined root cause. The root cause of the event is unknown; however, the performance of the vitros 5600 integrated system is still being investigated.